Event description:
It was reported that on (B)(6) 2025, various implants were discovered with foreign material (original packaging), wrong screws in the packaging, labeling was not okay. There was no patient involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 400.835.01c lot: 44682p9 manufacturing site: mezzovico release to warehouse date: 20 november 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The product was not returned to j&j medtech orthopaedics, however photos were received for review. Note: following investigation was performed by the supplier. From the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device was returned inside its sealed packaging pouch. Note: following investigation was performed by the supplier. Report was analyzed from pictures provided from customer. Supplier jabil mezzovico stated: we received the complained parts which confirm the evaluation previously performed and documented on the investigation report. From the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 400.835.01c. Lot number :44682p9. Manufacturing site: mezzovico. Release to warehouse date: 20 nov 2024. A manufacturing record evaluation was performed for the not sterile finished lot number and the following non-conformance/ manufacturing irregularity related to the reported complaint condition has been identified: the wrong screw components have been assembled: the screws lot 38504p6 art. 50167192 ¿emergschr pd ø1.9 s-schn l5 for 400.855¿ instead of the art. 50167184 ¿kranialsch plusdrive ø1.6 l5 tan for 400.835¿ requested by the bom/workplan. Jbl-nr-0033651 has been opened to address the issue and it has been escalated to jbl-CAPA-000739 to implement the needed corrective actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10 and h6 (health effect - impact code). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.